Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial biopsy, biopsy needle was unable to be tracked by the navigation system. It was reported that the biopsy needle was introduced into the surgical field after the trajectory was locked and was not appearing in the field of view of the navigation system camera. The surgeon opted to complete the procedure without the use of the navigation system. There was no known impact on patient outcome. No additional information was provided.